Event description:
A potential product issue has been reported internally with our artiste mv linear accelerator and the associated syngo rt therapist workstation. In the abundance of caution this issue is being reported. After a 2-field-sequence the screen froze. After reboot, both fields were not saved in rtt. It was as if they had not been completed. To mitigate this the customer must manually record them. No injury has been reported. No injury has been reported. Preliminary risk assessment is documented. Further investigation required regarding the cause and risk coverage. Corrective action is pending final investigation.

Manufacturer narrative:
Preliminary risk assessment indicates: severity 3 (critical) - case 1: if dose is not correctly recorded for more than one fraction and this is not corrected by manual treatment in lantis. Assessment 3 (critical) - case 2: if dose is not correctly recorded for one fraction and this is not corrected by manual treatment in lantis. Assessment 2 (moderate) - reason: negligible for a single fraction but in addition with system tolerances it can sum up to more than +5% as described in article below (please note, literature (e.g. Iaea) indicates that dose should be delivered within 5 % accuracy based on tcp data; a single fraction is well within this band, therefore negligible). Probability preliminary c (remote) - part 1: c (remote) - reason: improbable (to maximum remote) for more than one fraction - here assuming the same conditions as above, but multiple times for one single patient. Part 2: c (remote) - reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc.. And the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-date. The syngo rt therapist (serial number (B)(4) installed in (B)(6) 2008) is affected.